Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. The patient had a return of symptoms and stopped feeling stimulation three weeks prior to this report. The patient had an ultrasound of the bladder and kidneys done at about the time the therapy changed. The patient had told their healthcare professional (hcp) that they had an implantable neurostimulator (ins). A problem with the patient programmer was reported and the patient was not able to make adjustments or do telemetry with or without the antenna attached. At the time of this report the patient was getting a poor communication screen on the patient programmer. The patient noticed the problem with the programmer last week when they wanted to use it to adjust their stimulation. The patient tried changing the batteries. An appointment to see their hcp was scheduled for monday. Upon device return, analysis of the patient programmer found the complaint was unverified and the antenna jack was resoldered as a preventative measure, c100. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v098069, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. The patient had a return of symptoms and stopped feeling stimulation three weeks prior to this report. The patient had an ultrasound of the bladder and kidneys done at about the time the therapy changed. The patient had told their healthcare professional (hcp) that they had an implantable neurostimulator (ins). A problem with the patient programmer was reported and the patient was not able to make adjustments or do telemetry with or without the antenna attached. At the time of this report, the patient was getting a poor communication screen on the patient programmer. The patient noticed the problem with the programmer last week when they wanted to use it to adjust their stimulation. The patient tried changing the batteries. An appointment to see their hcp was scheduled for monday. Upon device return, analysis of the patient programmer found the complaint was unverified and the antenna jack was resoldered as a preventative measure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.